Event description:
It was reported the power cord was damaged, resulting in exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report the investigation also found that the power prongs on the power cord were bent/damaged.

Event description:
It was reported the power cord was damaged, resulting in exposed wiring. It was also reported the power cord prongs were bent/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.